Manufacturer narrative:
Unable to download with carelink due to a47 alarm on pump history, however blood glucose meter test passed. A47 alarm due to corrupted history file. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was having radio frequency problems. The customer's blood glucose was unknown. No additional information provided.